Event description:
FDA [the food and drug administration] reportable event due to sah [subarachnoid hemorrhage] in lvad [left ventricular assist device] patient. Patient is well known to our team s/p [status post] vad [ventricular assist device] for advanced nicm c/b rv [non-ischemic cardiomyopathy caused by right ventricular] failure (requiring prolonged inotrope support), respiratory failure requiring trach (now decannulated), aki [acute kidney injury] requiring crrt [continuous renal replacement therapy] then off of hd [hemodialysis] for several months. Patient presented with dysphagia and aspiration pna [pneumonia]. Patient had a change in mental status and was hypercarbic requiring intubation. Worsening renal failure felt [redacted] rv [right ventricle] dysfunction/cardiorenal requiring IV diuretics (high dose) and dobutamine. CT head revealed a sah [subarachnoid hemorrhage]. Neurosurgery was involved, anticoagulation was held, and patient received vitamin k. Serial head cts were stable, and inr [international normalized ratio] trended down to 1.5. Unfortunately, patient had an acute change in neuro status early [redacted] am and was found to have a significant intraparenchymal hemorrhage that was neurologically devastating. The family elected to not escalate care, and patient passed away peacefully.